Event description:
Reportedly, the home monitor does not turn on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor does not turn on.

Manufacturer narrative:
It was reported that normal device functioning was confirmed following complaint creation. Therefore, no issue is suspected on the subject device.